Event description:
Related manufacturer reference number:2017865-2021-29584. It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed noise oversensing on the right atrial (ra) lead and right ventricular (rv) lead. The physician elected to explant and replace both leads. The patient is recovering after the procedure.